Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer original complaint was an e-5 after blood sample was absorbed by the strip. The issue was resolved by troubleshooting. Customer performed a retest producing a lo blood glucose test result. The customer's expected fasting blood glucose test result range is 200-350 mg/dl. The customer feels a little "yucky" but customer states that was most likely due to the new medication prescribed by her physician to control de glucose. Medical attention is not reported as a result of the actual blood glucose results. The customer provided that they have not had any recent changes to diet or exercise. The product is stored in the bathroom. Customer was informed about proper storage specifications. The test strip lot manufacturer's expiration date is 8/28/2016 and open vial date is within 120 days. Adverse event not reported.